Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony / rhapsody pacemaker models approved under p950029. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B) (4).

Event description:
During routine follow up one year after implant, absence of ventricular pacing and premature battery depletion was observed. Therefore, the device was explanted.